Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag of a home pd system kaguya set was "cut off". This issue occurred during testing. It was further reported that there were signs of disposable sheeting distortion on the edge on the heater valve seal rib. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6. H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. As no actual sample was received, no function tests could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.